Event description:
It was reported that a pt's implanted device had high impedances - greater than 4000 ohms on all of the unipolar pairs. The pt also had loss of therapeutic effect. Further info was requested.

Manufacturer narrative:
(B)(4)